Manufacturer narrative:
Product analysis: as a result of the inspection, for both product mainframe and interface, no abnormalities were observed in the device. Concomitant medical products: other relevant device(s) are: product ID: 8253200, serial no: (B)(4), UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sometimes device does not respond even if it hits the nerve. There was no patient impact reported. As per additional information it was indicated that the event occurred during intra-op and no patient impact. The current stim return was not showing "0", indicating that current is not being delivered. There was no visual and/or audible indicators alerted the user of the issue. No indication that the intermittent issue was a connection issue.